Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical canada. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included functional testing, defib/pacer stress testing, bench handling, and defib cycling without duplicating the customer's report. The device was recertified and returned to the customer. No trend is associated with reports of this type.